Manufacturer narrative:
(B)(4). The complaint of manta occlusion was able to be confirmed through review of the customer report, supplied photo, and additional information. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The details of the complaint were reviewed. The procedure performed was an endovascular aneurysm repair (evar) via right common femoral artery (cfa) access. A gore 16f dryseal sheath was used. Ultrasound-guided micropuncture access was obtained at the mid femoral head on the first attempt. The vessel diameter measured 8 mm. Moderate posterior calcification was noted, with no tortuosity. The measured vessel depth was 6.5 cm, and the manta closure device was deployed at the measured depth. No issues were reported with advancing or withdrawing the procedure sheaths. Heparin ivp and protamine ivp were administered. Hemostasis was not achieved. A surgical cutdown was performed with explant of the manta device. During cutdown, the manta footplate was found to be lodged in a small side branch not appreciated on ultrasound, and the collagen plug was noted to be within the vessel, resulting in cfa occlusion. Manual pressure was held for approximately 25 minutes. The patient experienced no harm or lasting health consequences and was stable post-procedure. Based on the customer report that the manta footplate was stuck in a small side branch not appreciated during ultrasound, the probable cause is unintentional use error.

Event description:
It was reported that "during an evar. Bleeding on the surface after manta deployment. Cutdown performed with explant of manta. Manta footplate was stuck in small side branch not appreciated during u/s. Collagen was pushed in the vessel causing occlusion of cfa. The patient was reported as fine post the procedure."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during an evar. Bleeding on the surface after manta deployment. Cutdown performed with explant of manta. Manta footplate was stuck in small side branch not appreciated during u/s. Collagen was pushed in the vessel causing occlusion of cfa. The patient was reported as fine post the procedure."